Event description:
Customer reported potential discrepant low troponin I (tni) results when validating triage monitor and cardiac panel. Customer performed a correlation between triage and two lab analyzers using samples from a local hospital to validate the triage monitor and cardiac panel. This was a patient correlation study; patients were not treated per triage results.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Triage cardiac devices do not claim to correlate to the dimension exl or vista instruments. Further investigation cannot be pursued because there is no lot number provided. If the lot number is received, the case will be re-opened and investigation will be pursued on the lot to verify its performance. Trend code analysis is performed in the monthly complaint review.